Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a150203 captures the reportable event of bands difficult to deploy. Imdrf device code a150103 captures the reportable event of a bands prematurely deployed imdrf device code a04 captures the reportable event of band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat hemostasis performed on (B)(6) 2024. During the procedure, when the second band was deployed, it could not be deployed smoothly. It was noticed that there was great resistance, and the handle had to be rotated forcefully to deploy it. When it was deployed, four bands were deployed at the same time. It was also noticed that the second band was cut and damaged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device inside the patient were provided by the customer and showed one band was damaged.

Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a150203 captures the reportable event of bands difficult to deploy. Imdrf device code a150103 captures the reportable event of a bands prematurely deployed. Imdrf device code a04 captures the reportable event of band was damaged. H11: the returned speedband superview super 7 (handle assembly) was analyzed, and a visual evaluation noted that the handle had marks of trip wire was secured. Per media analysis, it showed the bands were damaged inside the patient. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. However, the reported event of bands was damaged can be confirmed. Upon analysis of the returned component, the handle had marks of trip wire was secured. It is possible that procedural factors such as the physician's technique used during the procedure or the way the device was handled when trying to deploy the bands with the handle caused or contributed to the reported events. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat hemostasis performed on (B)(6) 2024. During the procedure, when the second band was deployed, it could not be deployed smoothly. It was noticed that there was great resistance, and the handle had to be rotated forcefully to deploy it. When it was deployed, four bands were deployed at the same time. It was also noticed that the second band was cut and damaged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device inside the patient were provided by the customer and showed one band was damaged.